Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30584408l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born (B)(6) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After the pvc/ventricular tachycardia idiopathic procedure was completed, a pericardial effusion was noticed. The thermocool stsf "catheter was inserted too quickly" and the catheter "went beyond the heart" as confirmed on ¿fluoro¿ and the carto 3 system. The thermocool stsf catheter was removed from the body and a ¿scan with ultrasound¿ was done for 15-20 minutes. Protamine was administered to the patient and no "fluid" (pericardial effusion) was discovered at that time. After the procedure was completed the pericardial effusion was discovered and confirmed when the patient's "blood pressure went super high." The patient was taken to the ¿cardiac or¿ where the medical intervention provided was a pericardiocentesis and 500 to 600 cc of fluid was removed. The patient was reported to be in stable condition. It was also reported that the carto 3 system displayed an "eeprom error" (118 data error) when the thermocool stsf catheter was connected to the piu. The cable was replaced without resolution. The thermocool stsf catheter was replaced, the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. Additional information: the adverse event occurred on (B)(6) 2021. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. Intervention provided pericardiocentesis. Patient has fully recovered. It is unknown if the patient required extended hospitalization because of the adverse event. Generator used was a smartablate. Transseptal puncture was performed with a baylis nrg transseptal needle. Prior to noting the CT ablation was performed. No evidence of a steam pop. The event occurred: post ablation phase (re-mapping). Irrigated catheter was used in the event: the flow settings were per IFU setting. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Error messages observed on biosense webster equipment: errprom for ablation catheter prior to case start. The catheter was replaced and error resolved. Force visualization features used: force visualization features: graph, dashboard, vector and visitag with the visitag module parameters for stability: 2mm, 3sec, 25%, 3g, respiratory gating and tag index. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.